Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) underwent lead removal after implant due to complications. The complications were believed to have arisen approximately one to two days after the implant, though the specific details were not provided. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c165 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the complications were due to surgical complications. The patient had epidural bleed, and patient got weak in their legs and could no longer stand. The paddle lead was explanted, and the ins was left in place so that percutaneous leads could be placed in the future. After the lead was removed, the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.